Event description:
A nurse reported a patient experienced foggy vision following n intraocular lens (iol) implant procedure. The patient stated "it was like looking through a film." The lens was exchanged with a different model lens and the symptoms resolved with the exchanged procedure.

Manufacturer narrative:
Evaluation summary: the lens was returned. Optic and haptic damage was observed. Wet solution and particulate were observed on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of foggy vision. The focal length and resolution are acceptable. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).